Manufacturer narrative:
There is no indication to suggest a product non-conformity or unanticipated hazard. In an attempt to reduce the number of similar incidents, a warning was added in (B)(4) 2013 to the trident acetabular system surgical protocols to instruct the surgeon to fully thread the trial and impaction handle together before use.

Event description:
The customer reports that surgeon reamed line to line and then trialed a 54mm trial. The customer reports that when the surgeon went to extract the trial, the threads sheared off and the handle was removed but the trial stayed in place in the acetabular. The customer reports that the surgeon had to use the extractor to remove it and delayed the surgery 15 minutes.

Event description:
The customer reports that surgeon reamed line to line and then trialed a 54mm trial. The customer reports that when the surgeon went to extract the trial, the threads sheared off and the handle was removed but the trial stayed in place in the acetabular. The customer reports that the surgeon had to use the extractor to remove it and delayed the surgery 15 minutes.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Device evaluation and results: a visual inspection confirms the reported event. The material analysis report concluded that no material or manufacturing defects were observed. Medical records received and evaluation: not performed as no patient medical records were provided. It is not believed that patient factors contributed to the reported event. Device history review: a device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. Complaint history review: a complaint history review confirmed no similar events for the reported lot. Conclusions: the reported thread damage was confirmed. The exact root cause could not be determined as the severe damage to the threads meant no evidence of the original thread condition could be observed, however the damage is consistent with usage of the device without fully threading the trial to the impaction handle.

Event description:
The customer reports that surgeon reamed line to line and then trialed a 54mm trial. The customer reports that when the surgeon went to extract the trial, the threads sheared off and the handle was removed but the trial stayed in place in the acetabular. The customer reports that the surgeon had to use the extractor to remove it and delayed the surgery 15 minutes.